Event description:
Information was received from a device manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration for intractable spasticity. It was reported that the pump logs showed multiple motor stalls with recoveries. The stalls occurred on (B)(6) 2014 at 14:20 with a recovery on (B)(6) 2014 at 15:43; (B)(6) 2014 at 15:35 with a recovery on (B)(6) 2014 at 16:00; and (B)(6) 2015 at 8:50 with a recovery on (B)(6) 2015 at 10:09. The healthcare provider (hcp) reported that there was no pump event and the patient had an infection not related to the pump. The hcp also reported that no stalls were associated with pump problems. No symptoms were reported. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.